Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that during the implant procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the anatomical markings were made. After creating the device pocket, a superior incision was made. When placing two sutures, the suture on the device side came loose while being tied, so the operator dissected slightly deeper and placed the suture on tissue resembling fascia. It was reported that, due to the short interval since the patient's previous thoracotomy and the fact that drainage had been performed in the same area, the tissue anatomy was complex, making tissue identification difficult. After suturing, lateral tunneling was performed without issue. Following fixation of the sleeve on the device side, superior tunneling was performed. Although there was resistance initially, the sheath then advanced with less resistance than usual. This was presumed to be due to the effects of the prior thoracotomy, and the procedure was continued. Upon removal of the inner dilator, a large amount of bright red blood was observed coming from the outer sheath. The opening of the outer sheath was immediately compressed by hand, and an emergency thoracotomy was performed by the surgeon. The sheath had entered beneath the sternum from a proximal site near the xiphoid process and had penetrated above the right coronary artery (rca) connection at the sinus of valsalva. The perforation site was closed using patch suturing, after which the chest was closed. The physician considered that when initial resistance was encountered, the device contacted the sternum or costal arch and was subsequently advanced downward. The electrode was implanted in a left parasternal location and the device was connected. Based on the physician's judgment, defibrillation threshold (dft) testing was not performed; only a manual shock of 10 j was delivered. It was confirmed that shock delivery was functioning properly with an impedance of 40 ohms, and the procedure was completed. No additional adverse patient effects were reported. The s-ICD system remains implanted. The tunnelling tool was not planned to be returned.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation vessel was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The tunnelling tool was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that during the implant procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the anatomical markings were made. After creating the device pocket, a superior incision was made. When placing two sutures, the suture on the device side came loose while being tied, so the operator dissected slightly deeper and placed the suture on tissue resembling fascia. It was reported that, due to the short interval since the patient's previous thoracotomy and the fact that drainage had been performed in the same area, the tissue anatomy was complex, making tissue identification difficult. After suturing, lateral tunneling was performed without issue. Following fixation of the sleeve on the device side, superior tunneling was performed. Although there was resistance initially, the sheath then advanced with less resistance than usual. This was presumed to be due to the effects of the prior thoracotomy, and the procedure was continued. Upon removal of the inner dilator, a large amount of bright red blood was observed coming from the outer sheath. The opening of the outer sheath was immediately compressed by hand, and an emergency thoracotomy was performed by the surgeon. The sheath had entered beneath the sternum from a proximal site near the xiphoid process and had penetrated above the right coronary artery (rca) connection at the sinus of valsalva. The perforation site was closed using patch suturing, after which the chest was closed. The physician considered that when initial resistance was encountered, the device contacted the sternum or costal arch and was subsequently advanced downward. The electrode was implanted in a left parasternal location and the device was connected. Based on the physician's judgment, defibrillation threshold (dft) testing was not performed; only a manual shock of 10 j was delivered. It was confirmed that shock delivery was functioning properly with an impedance of 40 ohms, and the procedure was completed. No additional adverse patient effects were reported. The s-ICD system remains implanted. The tunnelling tool was not planned to be returned.